Event description:
It was reported that the pneumatic lifter has come off the foot plate of the scoliosis stands and not working. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand (9890-010-87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder was introduced with fco71200185 and has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. Philips received a complaint on digitaldiagnost 4.x indicating that the pneumatic lifter has come off the foot plate of the scoliosis stand and not working. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the single gas spring with two grub screws had fallen off from the base bar due to a loosened fitting. The fse reattached and tightened the pneumatic lifter. A functional test was performed, which included lifting and lowering the equipment several times. After testing, the system returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer.